Manufacturer narrative:
Sample was submitted by the customer for investigation. Mts confirmed the customer's complaint. Based on the available info provided by the customer and the results of the investigation, sample is an asubb with a weak a antigen expression reacting negative in the anti-a gel and weakly in tube (1+). Incident is most likely sample related. However, mts cannot rule out gel card as contributing factor. Labeling for the anti-a, anti-b, anti-a, b gel cards cautions the user as follows: the anti-a and anti-b gel reagents may not detect some weak subgroups of the a and b antigens. The use of the anti-a, b card may better detect these weak antigens. It is expected that gel card containing anti-a and anti-a, b will not detect some very rare weak examples of the a or b antigen. Suppressed or diminished expression of certain blood group antigens may give rise to the false negative reactions. For this reason, caution should always be exercised when assigning the abo type. The results of red cell grouping should be confirmed by reverse (serum) grouping. Abo serum or plasma tests should always be performed as an adjunct to abo cell grouping tests. Any discrepancies between the cell and scra grouping results must be resolved before the abo grouping is assigned. A false negative result in forward typing may lead to the misclassification of a pt's abo group. This has the potential to lead to transfusion of abo incompatible blood with risk of death up to 10%. For this reason, incident is considered reportable.

Event description:
The customer reported that a pt's sample failed to react in the anti-a microtube using mtg a/b/d monoclonal and reverse grouping card lot #s 040705037-26 (exp 03/27/2006) and 051905037-06 (exp 04/26/2006) during manual gel card testing. The sample was forward typed as group b and reverse typed as ab. Initial medwatch report #1056600-2005-00049 was filed on 03/20/2006 for the gel card lot 040705037-26. This add'l report is being filed to account for the second event involving the second gel card lot number: 051905037-06.